Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the hand piece broke apart during a gyn procedure. The device was not in close proximity to the patient when it fell apart. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: photos received for review: this analysis is based on an image send by the account and is not of the instrument. Image 1: the image provided by the customer was that of an hp054 where the instrument is disassembled. The nose cone and transducer are separated from the hp housing. This type of issue is likely associated with the nosecone being damaged causing the detachment from the hp midhousing. It is not possible to identify a root cause from an image. There could be other causes not documented here that are not evident due to the inability to evaluate the whole system and its exact application.